Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to an unknown product issue. The device was replaced. No additional adverse patient were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to an unknown product issue. The device was replaced. No additional adverse patient were reported. Additional information received indicates that the device was explanted due to premature battery depletion (pbd). It was noted that fault code (fc) 1003 had appeared for the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to an unknown product issue. The device was replaced. No additional adverse patient were reported. Additional information received indicates that the device was explanted due to premature battery depletion (pbd). It was noted that fault code (fc) 1003 had appeared for the device. The device was returned for analysis.